Event description:
It was reported that when the stimulation was on, the patient experienced a burning sensation at the implantable neurostimulator (ins) sites. There was no known accident or incident related to the event. The pain was bilateral and started that morning. The patient was admitted to the emergency room. The patient had never turned the inss off. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3389s-40, lot# v050299, implanted: (B)(6) 2008. Product type: lead: product ID 3389s-40, lot# v084682, implanted: (B)(6) 2008. Product type: lead. (B)(4).